Manufacturer narrative:
The damage found was sustained during the procedure. The lead was otherwise normal.

Manufacturer narrative:
The damage found was sustained during the procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was asymptomatic. It was noted upon interrogation that low p waves and capture was intermittent at high thresholds. Programming changes were by maximising output and sensitivity. Further testing revealed dislodgement. An attempt to reposition the lead was made but the helix was clogged with tissue. The lead was explanted and replaced. The patient was stable before, during and after the procedure.